Event description:
Correction: the previous or initial MDR submitted on november 12, 2024, was filed inadvertently. There were no connection issue with the device reported. Per the clinic, the device was electively explanted on (B)(6) 2024, for the patient undergoes electroconvulsive treatment.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to no connection with the device and the patient's need for ect. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.